Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
The device was explanted after receiving a battery performance alert. The alert notifies the user the device may be subject to premature battery depletion due to a li cluster induced short circuit. This malfunction is likely to cause or contribute to a serious injury since premature battery depletion may result in the device being unable to deliver therapy without notice, and is therefore an MDR reportable complaint.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.